Event description:
It was reported that the patient fractured right hip and was subsided, surgeon revised.

Manufacturer narrative:
The 23mm mod rev hip bdy/blt +10mm component level 9006-1-123, cat# 6276-1-123, lot# 37401701 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient fractured right hip and was subsided, surgeon revised.

Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed.